Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing leading to loss of cardiac pacing was detected on the left ventricular lead. The device was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.